Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a procedure performed on (B)(6) 2026. During the procedure, the clip failed to deploy. Pushing the catheter did not help deploy the clip and the clip was pulled off the tissue, and the scope and device were taken out of the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imrdf code a15 captures the reportable event of clip failed to release from the catheter. Block h11: investigation results. The resolution 360 clip was not returned for analysis. The device was disposed; therefore, a technical analysis could not be performed. Media was provided an inspection found the clip assembly stuck in the bushings. The reported event of clip failure to release from catheter was able to be confirmed. The investigation of the media found evidence that the clip had evidence of soft deployment, as the clip was detached from the bushing but still attached to the control wire. This might occur due to operational factors during the procedure, such as the physician's technique during the deployment of the clip, the scope position/angle, or detachment of the capsule due to hitting a surface. After the soft deployment occurs, it could happen that upon reopening the clip, the capsule gets detached, and when the physician tries to close it again, a misalignment of the capsule bushing can cause it to get stuck into the bushing during retraction, consequently deforming the capsule. It was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on all additional information, the most probable root cause assigned is adverse event related to procedure.